Event description:
The device was implanted in 2001. The device was explanted in 2002, and the patient was re-implanted with a new device. On 6/2002, the manufacturer (MFR.) Received two (2) device tracking forms along with a letter that states the following: this device was exchanged (in 2002) secondary to an incompetent inflow valve. Facility is sending the pump back. Upon inspection of the inflow valve, notice on the one leaflet of the valve there are several holes/tears. For your information, the patient was placed in a fixed rate mode at night and ran a sgp of 90's to 100 prior to the valve failing. Facility left the old outflow graft in place as well as the old numbers from a year ago on the new tracking form. The device was explanted in 2002, and the patient was re-implanted with a new pump. No further details were provided.